Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient's cadd-legacy® 1400 pump was set for a morning dose of 3.7 and a continuous dose of 9.0. The patient changed the settings of the pump accidently while connecting the new cassette. The continuous dose needs to be 3.7 and the morning dose needs to be 9.0. The patient administered an extra dose in the morning. The caregiver reported that the patient agreed to change the morning dose in the morning, because the patient is regularly messing with the pump. No reported adverse health events.